Manufacturer narrative:
A steris service technician arrived onsite to inspect the transfer car. The technician inspected the transfer car and found that the top shelf was not properly installed prior to the reported event. The technician repaired the transfer car, tested the unit and confirmed it to be operating properly. The transfer car was returned to service. Following the return of the transfer car to use, the user facility reported the transfer carriage was not operating properly. The user facility reported that the front wheels of the transfer carriage did not lock properly to the loading dock subsequently causing the carriage to fall to the floor. The transfer carriage sustained damage due to the impact of the carriage contacting the loading dock. The transfer carriage is under steris warranty and is being replaced.

Event description:
The user facility reported that during removal of a transfer car from a sterilizer the top shelf fell, onto the shelf below. A technician from the user facility began to repair the top shelf and in the process obtained a cut. The technician sought medical treatment at the facility's ER.